Manufacturer narrative:
According to a user report received by the nca the device was reportedly given to the manufacturer.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified,. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of open electrodes could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. However, this device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device is not hermetic. This older device configuration is not currently manufactured.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding explant details were unsuccessful. This is the final report.

Event description:
The recipient is reportedly experiencing a potential device failure. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.